Event description:
It was reported that pump triggered cartridge alarm 30 and customer experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, and support confirmed repeated cartridge alarms and arranged pump replacement, with no additional outcome details reported.